Manufacturer narrative:
The following are the changes: d.4. Medical device lot #: 8324772. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2018-11-20; h3 other text : see. H.10.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer encountered fill resistance when attempting to load cartridge (com-434045). Customer removed needle from cartridge, reinserted, and was then able to fill cartridge but reported insulin leaking at point where needle connects to syringe."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that leakage occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "customer encountered fill resistance when attempting to load cartridge (com (B)(4)). Customer removed needle from cartridge, reinserted, and was then able to fill cartridge but reported insulin leaking at point where needle connects to syringe."